Manufacturer narrative:
Approximate age of device ¿ 4 years, 2 months. The event occurred at (B)(6). The patient remains ongoing on lvad support and no additional events have been reported. A correlation between the device and the reported event could not be determined. Hemolysis and renal failure are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that after over 4 years of support, the patient was admitted to the hospital with dyspnea and hematuria. The patient was reportedly hemodynamically stable, but lab tests showed severe hemolysis and acute renal failure. The patient¿s lactate dehydrogenase (ldh) level was 2000 u/l, haptoglobin level was less than 24 mg/dl, creatinine level was 2.3 mg/dl, hemoglobin level was 13 g/dl, and inr was 1.9. The pump power reading was 7.6 watts and the patient's cardiac output was 5.6 l/min. An echocardiogram showed good pump function without evidence of a clot in the inlet area. A 48 hour heparin infusion was initiated, but the patient's hemolysis and renal failure reportedly continued to worsen. The patient¿s ldh level increased to 4000 u/l, creatinine increased to 3.8 mg/dl, and hemoglobin dropped to 9 g/dl. Lysis therapy with actilyse was started on day 2 and afterwards the patient reportedly improved significantly. The hematuria disappeared, the patient¿s ldh dropped to 900 u/l, and the creatinine level went down to 2.8 mg/dl. No further information was provided.